Event description:
It was reported to philips that the ECG cable is broken. There was no reported patient involvement. Available details indicate that the device had exhibited symptoms of a faulty ECG cable. Details provided in an update from the source case indicated that the customer was provided a quote for repair but since the order form has not yet been submitted by the customer, repair was not performed. The customer was provided a quote for repair and replacement. No further action is required at this time.